Event description:
The customer reported that the charge button failed intermittently in operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the charge button failed intermittently in operational check. There was no pt involvement. The device was evaluated at philips. The symptom was verified. The issue was localized to the processor pca. The processor pca was replaced to resolve the issue. The device passed all testing and was shipped back to the customer.